Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during attempted implant of the right ventricular (rv) lead the physician attempted to place the lead in multiple locations in the rv septum and rv apex but was unable to obtain acceptable readings. The physician expressed concern that there may be tissue stuck in the helix of the lead. The lead was removed from the patient, the helix was exercised, and the tissue was attempted to be removed by flushing with saline. The physician was unable to remove the tissue to their satisfaction. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.